Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot# f2201904 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported , the physician was unsheathing the sealant of a 5f mynxgrip vascular closure device (vcd)and he was sliding back the 5f brite tip sheath and felt tremendous resistance. At this point the doctor decided it was best to deflate the balloon and ¿slide everything out¿. The scrub tech then held pressure at the site without any hematoma to follow. There was no reported patient injury. The sheath was not kinked/bent upon removal. There was visible bent/damage in the distal end of the balloon shaft after removal. There was no force applied during insertion. The deployer was mynx certified . The patient was not obese. The device will be returned for evaluation.

Event description:
As reported , the physician was unsheathing the sealant of a 5f mynxgrip vascular closure device (vcd)and he was sliding back the 5f brite tip sheath and felt tremendous resistance. At this point the doctor decided it was best to deflate the balloon and ¿slide everything out¿. The scrub tech then held pressure at the site without any hematoma to follow. There was no reported patient injury. The resistance was noted when the physician had to slide the sheath out of the tissue track . As stated by the sales rep "I believe the end of sealant came out a bit and therefore would not allow the sheath to come out without resistance".the sheath was not kinked/bent upon removal. There was visible bent/damage in the distal end of the balloon shaft after removal. There was no force applied during insertion. The deployer was mynx certified . The patient was not obese. The device will be returned for evaluation.

Manufacturer narrative:
As reported , the physician was unsheathing the sealant of a 5f mynxgrip vascular closure device (vcd)and he was sliding back the 5f brite tip sheath and felt tremendous resistance. At this point the doctor decided it was best to deflate the balloon and ¿slide everything out¿. The scrub tech then held pressure at the site without any hematoma to follow. There was no reported patient injury. The resistance was noted when the physician had to slide the sheath out of the tissue track . As stated by the sales rep "I believe the end of sealant came out a bit and therefore would not allow the sheath to come out without resistance".the sheath was not kinked/bent upon removal. There was visible bent/damage in the distal end of the balloon shaft after removal. There was no force applied during insertion. The deployer was mynx certified. The patient was not obese. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle, covering the balloon proximal neck with the stopcock closed. The procedure sheath was on the shuttle cartridge with the distal end flushing to the outer cartridge tubing. The sealant was observed swelled and protruded out from the distal end of the procedure sheath as received. The syringe was not returned with the device. Per functional analysis, a simulated deployment test was performed on the returned device. Significant resistance was felt when the shuttle cartridge being retracted to the black handle. The procedure sheath was pulled proximally to expose the sealant, and it was revealed that the swelled sealant stuck to the device components and obstructed the device path. The sealant was loosened, then the shuttle was retracted to the black handle without issue. The advancer tube was observed properly engaged to the proximal tamp lock when the shuttle retracting to the black handle. No kinks or bends were observed in the advancer tube of the returned device. The condition of the returned device is consistent with a device deployment jam. The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Per dimensional analysis, the advancer tube length and slits length were measured and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed that the sealant adhered to the device components, and that the sealant¿s profile increased, protruding out from outer cartridge tubing side slit. It showed that the sealant was wedged in the space between the outer cartridge tubing and procedure sheath tubing during shuttling and unsheathing of the sealant. The condition of the sealant indicates that the sealant may have been exposed to moisture/blood prematurely. This caused the sealant to swell inside the cartridge, causing the resistance and hindering or preventing deployment of the sealant which may have contributed to the reported incident. A product history record (phr) review of lot f2201904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer (csi) resistance/friction-inner lumen¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. The reported ¿advancer tube kink/bent¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The reported ¿sealant device deployment jam¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, adhering to the device components, increasing the profile, hindering/ preventing deployment of the sealant, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Section b5 correction completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported , the physician was unsheathing the sealant of a 5f mynxgrip vascular closure device (vcd)and he was sliding back the 5f brite tip sheath and felt tremendous resistance. At this point the doctor decided it was best to deflate the balloon and ¿slide everything out¿. The scrub tech then held pressure at the site without any hematoma to follow. There was no reported patient injury. The resistance was noted when the physician had to slide the sheath out of the tissue track . As stated by the sales rep "I believe the end of sealant came out a bit and therefore would not allow the sheath to come out without resistance".the sheath was not kinked/bent upon removal. There was visible bent/damage in the distal end of the balloon shaft after removal. There was no force applied during insertion. The deployer was mynx certified . The patient was not obese. The device will be returned for evaluation.